Event description:
It was reported that a pt in ICU developed a stage 3 pressure ulcer on the leg as a result of the pt lying on the retention cuff inflation port. It is not known how long the pt was lying on the port. The injury was treated with alginate and foam dressing and is currently resolving.

Manufacturer narrative:
Sections completed by MFR with info provided by the user facility. No add'l info was provided.